Manufacturer narrative:
Patient was re-operated on two days after the original procedure date and there was an extension in operating time. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: patient underwent a gastric bypass surgery. Postoperative patient condition was with difficulties. Patient underwent a reoperation two days after the original procedure. Used blue control, found a leak in the gastric pouch where the stapler reload had been fired. The upper staple line was open. The surgeon closed the staple line. The next day the condition of the patient got worse. Four days after the original procedure, laparotomy was performed and found peritonitis. The patient spent time in the intensive care unit (ICU). Overall, the patient was injured or jeopardized. The surgery time was extended by more than thirty minutes. The incision was extended by more than one inch. The procedure was changed from endoscopic to open.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received patient underwent a gastric bypass surgery for morbid obesity and arterial hypertension. The air leak testing with methylene blue at the original operation was negative. Current patient condition is stable. The date of the reoperation was (B)(6).